Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was initially cannulated with 3.0 and changed to 3.0 in the clinic. The mother of the child reported irritability and increased secretions during tie changes that were different from normal. An ambulance was called out for increased work of breathing (wob) and possible partial occlusion of the tube, once changed symptoms resolved. The mother reported since the change, the child had increased irritability and secretions.